Event description:
It was reported that telemetry monitoring was lost for 10 pts for approx 1 hour 20 mins. A 'no comm' message was displayed to the user. The monitor technician alerted the nurses in the care area to closely observe the affected pts until monitoring could be restored. Ge healthcare technical support determined that the loss of monitoring was caused by a failed cpu fan on the apexpro telemetry server (ats). There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.